Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after several attempts to present the right ventricular (rv) lead into the ventricle, the lead was removed to exercise the helix. The helix was retracted when removed from the body but would not extend once outside the body. A separate rv lead was implanted. No patient complications have been reported as a result of this event.